Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a coronary interventional procedure using a small bore sheath. Reportedly, the suture of the first proglide device was not present when the plunger was pulled back [cuff miss]. For the second proglide device, a suture break occurred while advancing the knot. The suture was intentionally cut and manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, pushing more than tensioning the rail limb, the lever deployed early or excessive suture tension. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.